Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2018-03-22, reporting that they were trying to schedule a por charge to address the patient¿s issues of not being able to connect the recharger or programmer, getting the poor communication screen on their programmer and the overdischarge and therefore these issues have not yet been resolved. It was reported that according to the patient the time it took them to charge was normal for the device, they stated sometimes it took four hours. In terms of pain relief the rep stated that the patient¿s pain was the same with the stimulation on or off, coverage was appropriate. It was asked but was unknown what the patient weight was at the time of the event. It was indicated that the provided information had been confirmed with the physician. Additional information was received by the rep on 2018-03-24, reporting that they attempted multiple physician mode recharges and were not able to bring the patient¿s device out of overdischarge and the patient elected not to continue with attempts. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp) and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient saw the poor communication screen on their patient programmer. It was reported that the patient had a rechargeable device and were not able to communicate with their recharger. The patient stated that the last time they used/charged their device was a couple of months ago at least. The patient indicated that they stopped using/charging their ins because it never worked and it was ¿a pain in the butt (not a literal pain just inconvenience), because it took a lot of time to charge. It was reported the issue with the ins taking a lot of time to recharge started around (B)(6) (2017). The patient clarified that their therapy did work during the trial, just not after implant. The patient asked if patient services could restart the ins over the phone. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss restarting their ins. The patient reported that their ins therapy wasn't really helping, their ¿pain was too much for it¿. It was reported that the potential overdischarge and issue of the programmer and recharger not connecting began on (B)(6) 2018. It was reported that their therapy wasn't really helping and the complaint of their ¿pain being too much for it¿ occurred since implant ((B)(6) 2016). It was reported that the patient tried to call their hcp but they didn't get ahold of anyone. Additional information was received from the manufacturer representative (rep) reporting that the patient went to get an MRI (unrelated to their device/therapy) and their battery was overdischarged. They stated according to the patient they had stopped using their device approximately two months ago. They abandoned their stimulation as they felt like it wasn't providing relief. The rep is trying to schedule a por (power on reset) charge and get the patient¿s device out of overdischarge to enable the patient to get an MRI. The issue was not yet resolved at the time of the report. No surgical intervention had occurred and it was unknown if any was planned (asked but would not be made available). It was reported the event occurred on (B)(6) 2018. Additional information was received from the MRI technologist reporting that the patient¿s ins was dead. No troubleshooting/interventions could be done due to a lack of access to the product. No symptoms were reported. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.